Manufacturer narrative:
This report is made based on the results of investigation completed on 05/24/2011. Correction #: 2531779-03/24/2010-003-r evaluation revealed a dislodged display screen and partially dislodged force sensor pins. A review of the pump history indicated that loss of cartridge detection had occurred which was not duplicated during testing. A review of the device history record confirmed that the device was operating within specifications at the time of release.

Event description:
Pump is returned for multiple loss of prime alarms. Evaluation revealed partially dislodged force sensor pins. This report is being made based on the evaluation results.